Event description:
Additional information was received from a company representative. It was reported that the event was initially reported to the company representative by a physician.

Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml (dose 500 mcg/day) via an implanted pump for intractable spasticity. It was reported that following full system replacement in (B)(6) 2015 the patient did not have good therapy. On (B)(6) 2016, the patient had approximately 100 ml removed from a seroma surrounding the pump. A dye study was done and confirmed there was dye leaking at the pump-catheter connection. The catheter was aspirated easily. The patient had a pump pocket revision on (B)(6) 2016. Other symptoms noted included, lack of therapy and progression of disease (multiple sclerosis). The baclofen lot number and therapy dates, other medications the patient was taking at the time of the event, pertinent medical history, and the cause of the seroma were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.